Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 23mm valve implanted for six years, 11 months was explanted due to patient prosthesis mismatch and severe aortic gradients. The patient underwent redo bio-bentall with a 25mm valve. The patient was transferred to the intensive care unit in stable but critical condition. The patient was discharged on pod #11. Per medical records, this case involved a patient with a history of aortic root replacement, congestive heart failure, reduced ejection fraction and aicd placement. The patient developed severe aortic gradients over time. Intraoperatively, the valve appeared completely normal in appearance. It was felt the patient most likely had patient prosthesis mismatch. There was dense pannus causing subvalvular and lvot obstruction. In the area of the aortic root where bioglue had been placed, there was a dense inflammatory reaction. The patient underwent redo bio-bentall with a 25mm valve. Echo showed good valve function. The patient was transferred to the intensive care unit in stable but critical condition. The patient was discharged on pod #11.